Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.   (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was noted to be defective before it was removed from the package. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was noted to be defective before it was removed from the package. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.   (B)(4). The fiber was returned in one piece. The returned piece measured approximately 313.4 cm from the connector including the distal tip. The returned fiber was kinked approximately 3.1 cm from the distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.